Event description:
It was reported that the blade was not cutting tissue, it was removed from the patient to check what happens, and then, it was observed that internal part of the blade was broken. The blade broke inside the patient, all pieces were removed. No significant delay or patient injury reported.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. There is insufficient information to determine the root cause.

Manufacturer narrative:
This product is sold as a box of three devices. They are not intended to be sold individually. The device is used. It has attained obvious damages. The shaft is visibly scratched, bowed and bent. This product is intended to only have one curve which angles the distal tip at a 12.5 to 14.5 degree angle. There should be no other curve/bend of the shaft. The device can no longer be tested due to the condition. Excess force has been applied to the product. No root cause related to the manufacture of this device was determined.